Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2019 - 00625.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown; item number: unknown, item name: unknown m/l taper stem, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 7 years post-implantation due to unknown reasons. The femoral head component was removed and replaced. Attempts have been made and no additional information is available at this time.